Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads were capped and replaced on (B)(6) 2018 during device upgrade procedure. Ra lead was replaced due to atrial lead noise. Rv lead was replaced due to out of range, hv lead impedance. Patient's condition was stable throughout the event.